Event description:
It was initially reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented approximately ten (10) months postop with the stent "not visible in the trabecular meshwork (tm)". Per report, the surgeon requested counsel on managing the dislocated stent's positioning and treatment options. Additionally, per report, the surgeon plans to implant additional stents in the operative eye and will retrieve the dislodged stent at that time. The patient's condition was noted as "good". Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing treatment options, including ways to monitor a dislodged stent, and when to consider stent removal. Any additional information becoming available following the surgeon's course of action will be submitted in a supplemental report.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 42414.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the patient underwent an additional procedure in the operative eye (os) to remove the dislodged stent from the anterior chamber. Per report, the patient is doing "good".